Manufacturer narrative:
E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd 3ml ll needle 23g 1in regular bevel tw the shipper label was missing a barcode and the lot number and expiration date. The following information was provided by the initial reporter: customer discovered a potential product quality issue with syr+ndl ll bd 3ml 23gx1 100 (dev 04013). Customer discovered some of the boxes only had one bar code located on the box and others had two. Picture received also shows that lot and exp date are missing.

Manufacturer narrative:
H6: investigation summary: one photo of a 3ml luer-lock syringe box carton was received and evaluated. The image shows two box cartons, both having box labels on the carton with one label having all applicable product information and the other label missing the secondary bar code, batch number and expiration date. The condition observed is non-conforming per product specification. Potential root cause for the label content missing defect is associated with the packaging process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that prior to use with bd 3ml ll needle 23g 1in regular bevel tw the shipper label was missing a barcode and the lot number and expiration date. The following information was provided by the initial reporter: customer discovered a potential product quality issue with syr+ndl ll bd 3ml 23gx1 100 (dev 04013). Customer discovered some of the boxes only had one bar code located on the box and others had two. Picture received also shows that lot and exp date are missing.